Manufacturer narrative:
Outcomes to adverse event: other - hoarseness; problems swallowing; lack of muscle strength in throat; neck spasms; pain in shoulders and upper back; painful breathing; digestive problems; scoliosis; kyphosis; and dysphagia. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical surgery to repair disc bulge in her neck. Post-op, the patient claimed that about 4 years ago she had a fall with a concussion- she had also been involved in two previous auto accidents (rear-ended). Patient is experiencing following problems for about 3 years: hoarseness; problems swallowing; lack of muscle strength in throat; neck spasms; pain in shoulders and upper back; painful breathing; digestive problems. X-ray showed that one of the implanted screw in her neck had loosened and coming out. She has over time developed scoliosis, kyphosis, and dysphagia. One doctor told her it was inoperable and couldn't be repaired. She then got a second opinion and was told it was operable and her vertebrae needed to be fused at 2 levels, but she is having trouble getting someone to do the surgery. She also claims that doctor initially suggested removal, but now his mind had changed. She was searching for another neurosurgeon to give her an opinion.

Manufacturer narrative:
X-ray review results: post-op, x-rays for c5-6 prestige artificial disc replacement. There is a mild anterior back out of the inferior screw. If information is provided in the future, a supplemental report will be issued.